Manufacturer narrative:
Concomitant products: dtbb1d1 ICD, implanted(B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent atrial undersensing on the atrial electrogram. The atrial lead remains in use. No patient complications have been reported as a result of this event.